Event description:
On (B)(6) 2025, the patient underwent a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) procedure where conformable gore® tag® thoracic stent graft (ctag) and four gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) devices were used during the procedure. The patient underwent reintervention on (B)(6) 2025, for a thrombosed vbx device in the left renal artery. A penumbra clot removal system was used, and a bare metal stent was placed in the left renal artery. The physician also noticed the aneurysm had grown roughly 2 cm and it is believed to have been caused by a still patent celiac artery.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Manufacturing records were reviewed, and the device met all pre-release specifications. Clinical images were provided to gore for evaluation by a clinical imaging specialist. The imaging assessment demonstrated that, following reintervention, the previously thrombosed vbx device had resolved, and both the left renal artery portal and the vbx stent/vessel appeared patent. Cause of the reported event is established based on evaluation of the clinical images and the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.